Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated the subject device and found followings; there were dents around the electrical contacts on the video connector. When the light physical impact was applied to the video connector during operation test, the noise appeared on the endoscopic image and the endoscopic image was blacked out. When the light physical impact was applied to the video connector again, the endoscopic image was displayed normally. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, it was surmised that external force was applied excessively to the video connector of the subject device. Consequently, the electrical connection with internal element in the video connector became unstable and the reported failure phenomenon occurred. The ch-s200-xz-ea instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic hysterectomy, the subject device was used. In the procedure, the endoscopic image became dark. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported.